Manufacturer narrative:
Mentor received additional event information that the patient underwent unilateral explantation and replacement with 375cc mentor smooth round moderate profile saline breast implant, catalog # 3501660, left lot-serial # (B)(6) on 01-oct-2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation, breast pain. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-oct-2020, the suspected medical device was returned for evaluation. On 23-oct-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, some anomalies were observed on the anterior and posterior view, consistent with crease/fold. Leak testing was performed according to the mentor procedure. The result revealed a tear within one of the crease/folds in the anterior aspect , measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 375cc mentor smooth round moderate profile saline breast implant experienced left-sided implant deflation and breast pain postoperatively. The patient reported experiencing discomfort, and that the left nipple is inverted and the implant is bulging under the skin. Deflation was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.